Manufacturer narrative:
The customer reported a corneal burn occurred with the system. The surgeon completed a questionnaire and noted the corneal burn occurred on the left eye (os) with a (B)(6) year old male patient on (B)(6) 2015. The surgeon noted the event occurred during phaco but was not sure during which phase. The case was normal and the cataract was not hard, everything seemed normal. Yet, a corneal burn was noticed at the end of the case. The patient was not hospitalized. The corneal burn resulted in a wound gap/leakage. No anterior chamber shallowing and/or collapsing. The occlusion bell did not sound. The wound required one (1) suture. No ocular history was noted. The patient had a medical history of hypertension and diabetes. The outcome of the event was noted as resolved without treatment. In the surgeon's opinion, the phaco power caused or contributed to the event. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. A preventive maintenance (pm) was performed. The system was tested and found to meet product specifications. Based on qa assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure, the patient experienced a corneal burn. A suture was placed to seal the wound. The case was completed.